Manufacturer narrative:
The device was not returned due to end of life; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-49 (malfunction in real time clock: abnormal rtc data) alarm. The event occurred during device setup. There was no patient involvement. No additional information is available.